Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor, power supply, key assembly, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the left monitor was not responding. The fe reported this was an intermittent issue. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of a patient injury or death associated with this event.